Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer was pulled into the room when they tried the other scope and got an error. Customer observed a multi-colored screen and then connected a different scope, but the error e315 persisted. When a third scope was used, it functioned as intended. Took all three scopes to the other room and normal images. Finished procedure with the third scope. To troubleshoot she got a scope to test turn off the unit connected pcf-h190dl: 2501424 connect that now seen an image there no errors. Tac advised her to get 2 other scopes, pcf-h190dl: 2405686 and image shown no errors, & pcf-h190dl: 2501440, image shown no errors. That was not the first procedure that day unit was used other scopes, no issues then. The customer informed tac of the event. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error e315. The customer was pulled into the room when they tried the other scope and got an error. Customer observed a multi-colored screen and then connected a different scope, but the error e315 persisted. When a third scope was used, it functioned as intended. This issue was identified during before sedation for a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, e3, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer